Manufacturer narrative:
(D10) concomitant devices: 02-012-44-3009 - logic tibia traptray cem sz 4f/3t: (B)(6). 02-012-41-3030 - logic tibia traptray cem sz 3f/3t: n/a. 02-012-44-3009 - logic tibia implant psc insert, sz 3, 9mm: (B)(6). Unknown patella: n/a.

Event description:
It was reported via legal documentation that approximately 100 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. Preoperative and postoperative diagnoses indicated left knee aseptic loosening from defective exactech polyethylene. Findings: loose femur. Well fixed tibia. Well fixed patella button. Aori 1 bone loss on femur due to osteolysis secondary to recalled exactech knee. Aori type 1 bone loss on tibia due to osteolysis secondary to recalled exactech knee. The patient presents with left knee pain and difficulty ambulating. She underwent a total knee replacement previously with a now recalled exactech total knee arthroplasty implant. History, physical examination, and imaging suggested aseptic loosening. Description of procedure: synovectomy was performed using a bovie. The patella found to be well fixed. The patella had significant heterotopic ossification medially and laterally which impeded exposure. The bone was exposed and excised. The polyethylene insert was removed using an osteotome. Attention was turned to the femur. The femoral component was found to be loose and was removed with a bone tamp and mallet. Cement was removed from the distal femur and canal. Bony inventory after removal of the femoral component revealed aori type 1 bone loss. Attention was then turned to the tibia. The tibial component was found to be well fixed. The revision saw blade along with small osteotomes are used to divide interface during the cement and implant. The tibial component was then removed using a combination of osteotomes and a bone tamp. Remainder of cement was removed using curettes, pituitary, midas, and a rongeur. Bony inventory after removal cement of the tibia revealed aori type 1 bone loss. The patella was cleared and exposed. The patella button was removed with a saw and burr. The patient was revised to a competitor¿s devices. There were no complications. The patient was transferred to the recovery room in stable condition. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022. 02-010-01-0230 - logic femoral ps cem left sz 3. Serial: (B)(6). 510k: k110547. UDI: (B)(4). Product code: jwh. X-ray: no. Operative notes: yes. Concomitant devices: 02-012-44-3009 - logic tibia traptray cem sz 4f/3t: (B)(6). 02-012-41-3030 - logic tibia traptray cem sz 3f/3t: n/a. 02-012-44-3009 - logic tibia implant psc insert, sz 3, 9mm: (B)(6). Unknown patella: n/a. Original description summary: no further issues or complications were reported. No additional information is available.

Event description:
It was reported via legal documentation that approximately 100 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, ambulation or postural difficulties and implant pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 02-012-44-3009 - logic tibia traptray cem sz 4f/3t: 2424943. 02-012-41-3030 - logic tibia traptray cem sz 3f/3t: n/a. 02-012-44-3009 - logic tibia implant psc insert, sz 3, 9mm: 2424943. Unknown patella: n/a. H6: corrected the following: health effect - clinical code, impact code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.